Manufacturer narrative:
Citation: sen j et al. His-bundle pacing in a patient with transcatheter aortic valve implantation-induced left bundle branch block. Case rep cardiol. 2018; 2018: 4606271. Doi: 10.1155/2018/4606271. Epub 2018 aug 23. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) male patient with severe symptomatic aortic stenosis who underwent implant of a 29 mm medtronic evolut r bioprosthetic valve (serial number not provided). Following valve deployment, transesophageal echocardiogram showed moderate paravalvular aortic regurgitation and a post-dilatation was performed using a 23 mm non-medtronic balloon. During the procedure, the patient developed left bundle branch block with a prolonged pr interval; in addition, the patient also experienced episodes of high-grade atrio-ventricular block within 24 hours post implant. Subsequently, a dual-chamber non-medtronic pacemaker was implanted. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. A review of the medtronic global complaint handling database with the provided device identifier (serial/lot) numbers returned no duplicate records. If information is provided in the future, a supplemental report will be issued.